Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the ring handle was bent. A functional evaluation revealed the ring handle could not be properly rotated to lock because it was bent. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Event description:
It was reported that the positioner spider, was loose were it attached to the beach chair. The incident occurred before the shoulder procedure. Backup device available and no delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.